Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the analog board and sync cable were replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the customer's report was duplicated and attributed to faulty ECG shield top side on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainants alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.